Manufacturer narrative:
The lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation. For one of the two malfunctions, medical records were provided and reviewed, therefore the investigation is confirmed for perforation and filter limb detachment, but was unconfirmed for tilt, therefore trending code 2616 - malposition of device was removed. Medical record was not provided for another malfunction; therefore, the investigation is inconclusive for the alleged filter limb detachment and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model dl900j vena cava filter allegedly perforated, struts detached and tilted. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. Of the two reported malfunctions both the patients were female and one patient age is (B)(6) years old. Age and weight of the other patient was not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced detachment and perforation. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. Of the two patients, a 52 years old female patients weight was not provided and another female patient weighs 168 lbs whose age was not provided.

Manufacturer narrative:
H10: of the reported two malfunctions, lot number was provided for one malfunction and the lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for both the malfunctions. Therefore, for one malfunction the investigation is inconclusive for the reported detachment and perforation and for the other malfunction the investigation is confirmed for the reported detachment and perforation, additionally it was determined to have and unconfirmed for filter tilt(a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3, h11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.